Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier instrument would not hold onto the clips. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one severely bent grip. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.